Manufacturer narrative:
The device was returned with the delivery pusher and introducer. An attempt was made to advance the pusher inside the microcatheter; however, it was unsuccessful. As a result, the pusher was pulled from the introducer to perform the analysis. The pusher was noted to have lead wire separation throughout its length. The body coil was noted to be stretched and damaged. The implant was attached to the pusher, and was stretched and damaged close to distal ball. The gold connector was noted to be kinked at the resistance weld section of the pusher. The bare platinum wire inside the pusher was severely kinked. Based upon the investigation findings and available information, the complaint of a broken coil could be confirmed, as evidenced by the lead wire separation. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered while attempting to insert the coil into the microcatheter. After removal, the coil was noted to be detached. There was no reported intervention or patient injury; the device was not used in the patient.